Event description:
During a planned vitreous - retinal surgery, the surgeon reported no air was being provided when they switched from infusion to air. The surgeon requested that the system be turned off and back on after 2 seconds. Another infusion tube was obtained and the case was completed. Impact to the patient is not clear at this time. Additional information has been requested.

Manufacturer narrative:
The investigation is in progress. A sample has been received. The sample evaluation is in progress. (B)(4).